Event description:
The customer's mother reported via phone call that the customer experienced a high blood glucose level of 503 mg/dl. The customer did not receive any alarms or alerts. After he ate, the correction bolus did not bring the customer's blood glucose down. The customer changed the infusion site and insulin. He was experiencing extreme thirst, had ketones, and urinated. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.